Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physicians reported poor trackability of the everflex entrust stent in heavily calcified and severely stenotic lesions, particularly in in-stent restenosis and contralateral access cases. The everflex entrust stent tip was perceived as insufficiently tapered, leading it to catch when crossing calcified segments. In contralateral approaches, guidewire deflection toward the vessel wall redirected the stent tip, preventing advancement and, when force was applied, contributed to vessel dissection. Overall, the device showed repeated difficulty crossing calcified lesions and was viewed as clinically limiting compared to alternative devices.